Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on the architect c4000 processing module. The following data was provided: sid (B)(6) initial result = 107 mmol/l. Repeat result = 142 mmol/l. Reference range = 136-145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tubing, peristaltic head leaking. The fse replaced the part and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c4000 processing module, and the tubing, peristaltic head or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number (B)(6) or the tubing, peristaltic head were identified.

Event description:
The customer observed falsely depressed sodium results on the architect c4000 processing module. The following data was provided: sid (B)(6), initial result = 107 mmol/l repeat result = 142 mmol/l reference range = 136-145 mmol/l no impact to patient management was reported.